Manufacturer narrative:
Section b5: event was previously reported under MFR. Report # 2916596-2023-02507. Additional information was received clarifying that the stroke occurred after implant of (B)(6) and will now be captured under this MFR. Report #. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient suffered a stroke after pump exchange and unequal pupils noted on initial assessment. A computed tomography (CT) on (B)(6) 2023 of the head showed a large left posterior cerebral artery territory acute infarct with associated local mass effect without midline shift or herniation and effacement of the left lateral ventricle without hydrocephalus. Exchanged pump captured under MFR. Report # 2916596-2023-02507.